Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to issue medication to a patient. A technical support specialist logged in lmi and found that none of the issue boxes are checked in mql and the user made changes to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system, the user unable to issue medication to patient. There were no adverse events or injuries reported based on this event.